Event description:
It was reported that the right atrial (ra) lead was surgically revised due to dislodgement that was confirmed via x-ray. A new lead was implanted. No additional adverse patient effects were reported.